Event description:
It was reported that a malfunction occurred, indicated by malfunction 1 code, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy and was informed they would receive a replacement pump with updated software. Technical support confirmed shipping details and provided instructions for storing and returning the malfunctioning pump. A replacement pump was dispatched, and the customer was instructed to return the faulty pump within 10 days.